Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), while using the introducer, negative pressure was applied with a syringe to remove the air but it continued to draw air. The hemostatic valve was blocked with the finger, but continuous use of the device was deemed dangerous because it continued to draw air. The introducer was replaced and the procedure was completed without problems. No patient complications have been reported as a result of this event.